Event description:
It was reported that the 9800 system had poor image quality and there was an overheating error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The candlesticks where cleaned and re-greased and the filament was calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.